Event description:
The customer contact reported sparks and smoking. The device was returned to the biomedical dept with a signed note that stated, sparks and smoking. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.